Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Late in the day prior to this report, the pump started to alarm once every hour; it was a non-critical alarm. The pump was not due to alarm until (B)(6) 2015. The patient called the hcp¿s office the morning of this report and then went in to the office. The hcp (healthcare professional) confirmed it was a non-critical alarm. When the hcp interrogated the pump, it said there was 4cc in the pump and it shouldn¿t be alarming. They took out 3.2 or 3.5cc of medication. When the pump was usually refilled, there was 2cc to 2.2cc. The hcp told the patient the pump would need to be replaced before eri (elective replacement indicator). The hcp told her they thought the pump would need to be replaced soon. During the report, the patient was in her car on her way home from the hcp¿s office and the pump beeped. The pump had just been refilled and was still alarming. The patient was planning to return to the hcp¿s office and let them know that the pump was still alarming. The patient hadn¿t seen her regular hcp today, she saw another physician. Her regular hcp would be in on monday. Per the patient, ¿something is not right and should not be doing this¿. She was planning to contact her hcp right away and stated that the hcp would then contact the surgeon. The patient stated she would have ¿nothing to cover the pain if the pump goes down¿. The device system was delivering bupivacaine. It was later reported that as of (B)(6) 2014, the patient was hearing an alarm intermittently; she thought it was a non-critical alarm. They were planning to schedule an appointment with the patient so that diagnostics could be performed. The reason for the alarm, subsequent interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. Additional information later received reported that there was nothing showing in the event logs that correlates to the patient hearing an alarm back in (B)(6). Additional information was received from the patient on (B)(6) 2018. It was reported that the pump was replaced one year early as it started to alarm. There were no further complications reported/anticipated.